Event description:
This patient was admitted to the study at high risk due to open heart surgery within 6 weeks of the procedure and unstable angina. The target lesion location was the proximal right internal carotid artery. Pre-dilatation was performed and there was a reported grade b dissection. The final target lesion percent diameter stenosis was 0. An angioguard distal protection device was used and there were no technical problems with the device. A precise stent was placed for treatment of the target lesion. There was no malfunction with the stent. The procedure was completed. The patient was neurologically intact when taken from the angio suite. Additional information received states that the grade b dissection was caused by a cordis aviator (4x20mm balloon).

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.